Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bcf-45, batch 15419123, was received for investigation. Visual inspection noted that the tip of the anchor was fractured. Functional testing was not performed due to the damage present on the device. The most likely cause of the failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the screw during insertion. Per the dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors, g. Precautions 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Event description:
On 23rd oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one # 2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a reconstruction of the lateral collateral ligament surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.